Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: only year is known. It is assumed first day of the month 1/22 that the complaint was received. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that the stapler and the reload were being used intraoperatively when the stapler stopped and the firing was incomplete, there was no loss of blood or harm to the patient, products were discarded. No patient consequences reported. No further information is available.